Manufacturer narrative:
This device is not expected for return; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device prematurely reached elective replacement time (ert), and was explanted. No additional adverse patient effects were reported. This device is not expected for return.

Event description:
It was reported that this device prematurely reached elective replacement time (ert), and was explanted. No additional adverse patient effects were reported. Additional information: a good faith effort was submitted to the field to obtain additional information. The field representative indicated that this pulse generator was exchanged for a single chamber device. This pulse generator was not in ert. The battery longevity was at 8.5 years remaining at explant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.